Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for low blood glucose. Customer's blood glucose was 44 mg/dl. Customer reported that he dropped the pump and is now not able to see the screen. The insulin pump will be returned for analysis.